Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The consumer declined to provide the surgeon's contact information; therefore, follow up was not able to be conducted. No further information is expected. (B)(4).

Event description:
A consumer reported that he was unable to see the computer screen after cataract surgery with an intraocular lens (iol) implant. The consumer declined to provide the surgeon's contact information; therefore, follow up was not able to be conducted.